Event description:
As reported to coloplast though not verified, patient was implanted with restorelle a trap mesh. Later the patient experienced mesh erosion and exposure pain, vaginal infection with (B)(6) and e. Coli and dyspareunia. Excisions of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.